Manufacturer narrative:
A medtronic representative reported that a few weeks after the procedure, no adverse events were observed and the patient was doing fine. Correction: patient weight updated to proper value. Coding updated to proper values. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative informed the site on proper measurement techniques as the cause of the reported inaccuracy was due to incorrect depth stop setting. The representative advised that the biopsy needle and ruler need to be used in order to obtain the best accuracy. The difference was demonstrated by showing the difference in length by measuring the cutting needle with the stopcock resting inside its designated slot and showing the measurement with the stopcock outside of the designated slot, which lead to a reported 15mm depth inaccuracy. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a posterior fossa biopsy case, an inaccuracy during navigation occurred. The target was reportedly off by many millimeters, despite what appeared to be a good trajectory and registration. A few passes were made with the navigation system. The tumor was near the brain stem. The site went for the first sample and it took 10-20 minutes to receive the results which were not optimal. The site went in again deeper (unknown how far) and took a second sample. At this time the site was done with navigation and closed. The patient experienced complications post-operatively. The procedure was completed with navigation and there was no reported delay to the procedure. No additional information is available.